Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. This is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] ([skin discolouration], [blister], [skin necrosis]). Case narrative: the italian subsidiary notified teoxane geneva of an adverse event on 14-nov-2025. The case was reported by an italian injector. According to him, the patient was injected on (B)(6) 2025 with 1.2 ml of teosyal rha 4 in the malar area (injection of 0,7 ml in the patient's depression in the right cheek). The injection was done with the needle supplied in the box, using the fanning injection technique. Two hours after the injection, on (B)(6) 2025, the patient experienced a purplish color in the right side of the malar area. The injector suspected a vascular occlusion and contacted the local medical expert. The later confirmed the possible vascular occlusion and advised the following treatment: injection of 500 units of hyaluronidase aspirin 500 mg, warm compresses. During the next two days, the injector injected a total of 3.500 units of hyaluronidase in 4 sessions and on 15-nov-2025 he also prescribed: fucidin cream, daflon 500 mg. On (B)(6) 2025, the symptoms were improving, the capillary refill improved. However, some pustules appeared in the affected area. The injector and the local medical expert decided to: replace the fucidin cream by bactroban cream, add an oral antibiotic treatment (augumentin 2 tablets a day) untill (B)(6) 2025. On (B)(6) 2025, the patient's capillary refill was normal. The vascular occlusion subsided and skin was healing. The injector and the local medical expert advised the patient to continue taking augmentin orally twice daily and to apply bactroban antibiotic cream. On (B)(6) 2025, patient consulted the injector and still presented a small ulcerated area. Bactroban was stopped and bionec start ointment was prescribed. On (B)(6) 2026, we were informed that the patient was doing well, but a slightly depressed area was persisting (scar). The patient was no longer receiving any treatment. The complaint was considered closed as is. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.

Manufacturer narrative:
The local medical expert was contacted vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products this is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] ([skin discolouration], [blister], [skin necrosis]). Case narrative: the italian subsidiary notified teoxane geneva of an adverse event on 14-nov-2025. A patient was injected on (B)(6) 2025 with 1.2 ml of teosyal rha 4 in the malar area (injection of 0,7 ml in the patient's depression in the right cheek). The injection was done with the needle supplied in the box, using the fanning injection technique. Two hours after the injection, on (B)(6) 2025, the patient experienced a purplish color in the right side of the malar area. The injector suspected a vascular occlusion and contacted the local medical expert. The later confirmed a possible vascular occlusion and advised the following treatment: injection of 500 units of hyaluronidase aspirin 500 mg, warm compresses. During the two next days, the injector injected a total of 3.500 units of hyaluronidase in 4 sessions and on (B)(6) 2025 he also prescribed: fucidin cream, daflon 500 mg. On (B)(6) 2025, the symptoms were improving, the capillary refill improved. However, some pustules appeared in the affected area. The injector and the local medical expert decided to: replace the fucidin cream by bactroban cream, add an oral antibiotic treatment (augumentin 2 tablets a day) untill (B)(6) 2025. On (B)(6) 2025, the patient's capillary refill was normal. The vascular occlusion subsided and skin was healing. The injector and the local medical expert advised the patient to continue taking augmentin orally twice daily and to apply bactroban antibiotic cream. On (B)(6) 2025, patient consulted the injector and still presented a small ulcerated area. Bactroban was stopped and bionec start ointment was prescribed. At the time of this report, patient's skin healing is still being monitored.